Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, after two successful firings across the stomach, the surgeon had difficulty advancing the stapler. After the initial squeeze on the 3rd firing, the handle cracked and then could not be advanced any further. The surgeon opened the reload and then used endo shears to cut away the reinforcement material. Surgeon opened a second manual handle and used another reload from the same lot. The same thing happened again. Surgeon ended up using another reload to transect the tissue. Surgeon commented that the stomach was not thick. Additionally, two small pieces of yellow plastic were removed from the surrounding tissue after the first firing. The surgeon felt they had come from the reload. There were no known adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle with a piece of the display box showing lot and expiration information and one reload. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the reload noted that it was partially fired to the 4 cm cut line and engaged in interlock. The distal sutures on the anvil and cartridge were still anchored and intact. Trs material was still anchored to the suture on the distal end of the anvil. The anvil clamping mechanism was deformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the instrument was loaded with post market vigilance (pmv) a representative reloads. During testing of the instrument a skip was noted in the firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Functionally, the reload was loaded into a pmv instrument. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Due to the partial fire condition, sheared tooth on the instrument firing rack, deformed anvil clamping mechanism, and knife blade damage on the reload, the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.